Event description:
Event description we received information that the patient with this pacemaker and lead became hot with fever. Pacing failure was noted when the patient was standing. The output of the device was increase and the pacing failure continued. Infection was suspected so the lead and pacemaker were successfully explanted. At the explant the doctor noted discolored blood in the lead lumen was found. The seal plugs of the pacemaker got damaged.